Event description:
Caller reported a continuous glucose monitor error. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and after completing the reset, the caller successfully started their sensor session without encountering the error code again.